Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead contacted them and said that the device was programmed a week ago and now they're experiencing shortness of breath. It was also stated that this lead dislodged right after implant and was repositioned. The patient also claimed that their heart rate is rapid.